Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was unable to be interrogated. It was noted that the device had reached elective replacement indication. On (B)(6) 2020, the device was explanted and replaced successfully. The patient's condition remained stable following the procedure.